Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and replaced the fiber optic assembly to fix the issue. The fse then performed functional and safety checks to meet factory specifications, and the iabp was released to the customer for return to clinical service.

Event description:
Customer reported that during procedure on a patient ¿sensor module failure¿ alarm was generated on the cardiosave intra-aortic balloon pump (iabp). The customer then attempted to insert and remove a connector, but the issue was not resolved. There was no patient injury or adverse event reported. .